Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 132 mg/dl. Customer mentioned that she wears the insulin pump in her bra. Advised to discontinue use of the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button error alarms noted. No button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection.